Event description:
It was reported that during a supply change the user did not observe insulin drops despite performing a rewind and advancing units up to 100, with suspected leakage near the tubing-to-connector interface and insulin noted missing from the cartridge; a full supply change was completed and insulin delivery resumed. No clinical symptoms reported during the event. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation of this case revealed a suspected infusion set or connector leak consistent with a delivery pathway integrity issue that resolved after changing the connector and inset. It was concluded, based on previously established findings for similar reports, that the cause was a probable connection or consumable assembly issue.

Manufacturer narrative:
Initial.